Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right atrial (ra) lead had a consistent large atrial signal following the ventricular pacing, indicative of a retrograde signal. However, technical services (ts) discussed that prior electrograms (egm) show the large atrial signal as sinus. Ts suspected there was a loss of capture on this ra lead. There were also stored pacemaker mediated tachycardia (pmt) episodes, and ts discussed that the episodes appeared to be sinus tachycardia. Ts recommended further clinic evaluation. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. This ra lead remains in service. No adverse patient effects were reported.